Manufacturer narrative:
Original MDR 2517506-2017-00797 was filed 02-nov-2017 versus the dimension vista 500 instrument. MDR 2517506-2017-00797 supplement 1 was filed 20-dec-2017 versus the multi 1 sdil product. Siemens healthcare diagnostics has confirmed that dimension vista® multi 1 sample diluent (multi 1 sdil) lot 7bda81 may have an incomplete slit on the septum in the cap of the vial. A diluent cap with a defective septum has the potential to cause erroneously elevated results if a sample is autodiluted onboard the dimension vista system, due to a reduced volume of diluent being pipetted from the vial. Multi 1 sample diluent (multi 1 sdil) is used for dilutions of samples exceeding the analytical measurement range with the dimension vista® estradiol (e2) flex reagent cartridge. Urgent medical device recall, vc-18-04.a.us dated march 21-2018 and urgent field safety notice vc-18-04.a.ous dated march 2018 were issued to customers who had been shipped dimension vista® multi 1 sample diluent (multi 1 sdil) lot 7bda81 to inform them of the issue.

Manufacturer narrative:
Original MDR 2517506-2017-00797 was filed (B)(6) 2017 versus the dimension vista 500 instrument. Siemens headquarters support center conducted an investigation of the discordant falsely elevated estradiol results obtained upon sample auto-dilution. It was confirmed that e2 outlier results were obtained while performing auto-dilution when using multi1 sample diluent (multi 1 sdil) kd693 - lot 7bda81. Siemens is continuing to investigate the issue.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center about the discordant falsely elevated e2. The cause of the discordant falsely elevated e2 result is unknown. The incident is under investigation by the siemens headquarters support center (hsc).

Event description:
A discordant elevated estradiol (e2) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician who questioned the result. The original sample which had been tested by auto-dilution was repeated by manual dilution and a lower result was obtained. A corrected report was issued. The patient's stimulation protocol was stopped. There are no known reports of adverse health consequences due to the discordant falsely elevated e2 result or treatment change.